Event description:
Death [death]. Case description. Spontaneous report was received on (B)(6) 2012, from a physician (via a company representative) regarding a pt, initials (B)(6). The pt's medical history was not provided. On (B)(6) 2012, the pt was grafted with 48 epicel grafts. On (B)(6) 2012, the pt expired. The action taken with epicel treatment was not provided. Concomitant medications were not provided. The relationship between epicel and the event of death was not provided by the reporting physician.